Event description:
Clinician reports loss of integration of two endosseous dental implants. Implants had been placed in sites 29 and 30 in class ii bone.

Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its endosseous dental implants is below the expected failure rate for this procedure as published in the scientific literature.